Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a angiojet® zelantedvt¿ catheter. The pump, shaft, and tip were microscopically examined and no damage or irregularities were identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid was leaking from the connector and is an indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® zelantedvt¿ catheter was selected for a dvt procedure on the right leg. The device primed successfully. During the procedure, thrombectomy was initiated and after about 15 seconds, it stopped working. They received a saline alert and were unable to self correct. It was noted that the seal broke and saline was leaking in the tray. The procedure was completed with an angiojet omni catheter. There were no patient complications reported.